Event description:
During preventative maintenance of the device, the user observed water flowing through the tank during the heating mode of operation. The dual cooler heater was stored dry for some period of time. Since the event occurred during preventative maintenance, there was no pt involvement during this event.